Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider replaced the sbc pcb and flash card and the ventilator worked properly.

Event description:
It was reported that after replacing the single board computer (sbc) printed circuit board (pcb) the ventilator display was blank. There was no patient involvement.